Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. As a precautionary measure, the power supply ((B)(4)), the power switch ((B)(4)) and the solenoid driver board ((B)(4)) were replaced. The unit was tested to factory spec. It functioned normally and was returned to the customer.